Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se reseated all printed circuit boards (pcbs) and the exhalation module cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated an error message that rendered it into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.